Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedance was noted on one of the leads due to lead fracture. The patient underwent a revision procedure wherein two leads were replaced. Lead fracture was confirmed during the procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedance was noted on one of the leads due to lead fracture. The patient underwent a revision procedure wherein two leads were replaced. Lead fracture was confirmed during the procedure. The patient was reportedly doing well postoperatively.